Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd pegasus catheter experienced a broken safety mechanism. The following information was provided by the initial reporter: when puncturing the patient's vein, the needle core was not in the protective device when it was pulled out, which did not play a safe role.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pegasus catheter experienced a broken safety mechanism. The following information was provided by the initial reporter: when puncturing the patient's vein, the needle core was not in the protective device when it was pulled out, which did not play a safe role.